Manufacturer narrative:
The insulin pump was received with no button response due to open j2 connector on lcd board. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Caller reported that the insulin pump's keypad was not responding. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 221.4 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).